Manufacturer narrative:
X-ray demonstrated heavy calcification on all three leaflets, commissure 1 bent, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal to moderate at the inflow and outflow aspect. Incidental findings: the sewing ring was cut around leaflet 3, and the wireform was exposed at the inflow aspect near leaflet 1. The reported stenosis and calcification were confirmed through device evaluations. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device was returned for evaluation. Results of evaluation will be reported when evaluation is completed.

Event description:
Edwards learned of mitral pericardial valve was explanted after an implant duration of six (6) years, one (1) month due to mitral stenosis secondary to calcification on leaflets. The device was replaced with a 29mm competitor's valve. The device has been returned for evaluation.